Event description:
Patient reported front bottom teeth are not properly aligned and front tooth is loose. They were seen by their dentist and provided letter of recommendation notes from exam. The dentist found #25 is supraerupted due to byte aligners. The tooth is mobile with root resorption noted. Recommended treatment of invisalign to properly bring tooth back down and to stabliize teeth. Patient says they will just stabilize the tooth on their own. Patient was made aware of there is a high risk of losing this tooth if no treatment is done. Patient understood but still wants to do on their own. Requested mobility video to evaluate. The patient is contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.